Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery changed due to corroded battery tube. Unable to verify battery power loss alarm due to failed battery test alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insert battery alert occurred. Self-test was attempted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.